Event description:
The customer reported a shock was not delivering. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.